Manufacturer narrative:
B3: estimated as 05/16/2024 as the published date for the poster presentation is noted as 2024-05-16 to 2024-05-19. Citation: zhang, c., vinayak, m., saleem, m., jia, k., goldman, m., musikantow, dr., lampert, j., miller, ma., dukkipati, sr., & reddy, vy. (2024) percutaneous extraction of a large organized left atrial thrombus with mechanical aspiration [abstract]. Heart rhythm. 2024; 21 (5 suppl): s225-s6. Abstract po-01-032 heart rhythm 2024 united states, boston 2024-05-16 to 2024-05-19.

Event description:
Reported via journal article it was reported that the device did not seal, and thrombosis occurred. A patient with coronary disease and prior bypass surgery, severe mitral regurgitation with bioprosthetic mitral valve replacement, bi-atrial cryomaze, and persistent atrial fibrillation had a watchman flx closure device implanted after gastrointestinal bleeding requiring transfusion while on oral anticoagulation (oac). A 4mm peri-device leak was closed with a non-boston scientific (bsc) vascular plug, at which point oac was halted. A 4-month follow-up transesophageal echocardiography (tee) revealed no thrombus on the watchman, but a large, adherent thrombus in the left atrium (la). It was initially responsive to oac, but the patient developed a spontaneous, large thigh hematoma prompting cessation of high-dose oac. Given the stroke risk and surgical contraindications, percutaneous la thrombus aspiration was attempted via transseptal access with a sentinel cerebral protection. Due to its firm consistency, the mass was debulked piece meal with mechanical suction and traction; repeat tee revealed only minimal residual la thrombus. The patient was maintained on low dose apixaban. The patient convalesced without complications (including no stroke) and was discharged home in one week. Histology confirmed fibrin clot.